Event description:
"Information was received from a patient regarding an external device. The reason for call was patient reported the controller turns off the stimulation on its own constantly for about 2 weeks. Patient stated they usually keep the implant fully charged and the implant is usually around 80-90% charged. Patient stated they don't use the therapy on/off button on the controller often. Patient stated they charge the implant couple days ago to 70% and it will not charge any higher. Agent asked clarifying questions. Agent asked patient to connect with the controller and controller show implanted neurostimulator 40%, controller 80% charged and therapy is on. Agent reviewed device function and the reason the implant (ins) would turn itself off and patient said they are not able to charge the ins past 40% and they get error message unable to charge. Agent confirmed there is no visible damage to the controller port. Agent asked patient to inspect the rtm cord for damage and patient said there is no visible damage on the rtm cord. Agent asked patient to start a charging session and controller shows excellent recharging quality. Agent observed confusion with which battery is for what. Agent recommend patient monitor the implant turning itself off and consult with healthcare provider ofc for next steps regarding therapy turning off. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.